Event description:
Customer reported that their pump's touchscreen was cracked and unresponsive, making it unreadable. Blood glucose level at the time of the incident was noted to be 120 mg/dl, which is within the normal range. The device is being returned for inspection, and a replacement pump has been issued.